Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a plural effusion event coincident with the use of adept solution. The customer reported that after a laparoscopic resection for endometriosis in which adept was used, the patient experienced a 1.5 l pleural effusion. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Additional information was requested but is not available.